Event description:
It was reported during a thyroidectomy procedure, the white tissue pad was dislodged. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.